Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted a loose wire at the distal end of the cadiere forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode of loose wire. Additional observation not reported by site was main tube damage. The instrument was found to be broken at the proximal clevis to the main tube interface, the cables were still tension. The clevis was found to be dislodged from the main tube as a result. The proximal clevis and/or the main tube did not exhibit any missing pieces. Engineering concluded that breakage was likely due to overloading at the tip or other type of mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a reportable event; however, the broken main tube if to reoccur could cause or contribute to an adverse event.